Event description:
It was reported that on (B)(6) 2011, the patient underwent a direct stenting procedure with placement of a 3.0 x 15 mm xience v stent in the mid left anterior descending (lad) artery. On (B)(6) 2013, the patient was re-hospitalized with unstable angina. In-stent restenosis was noted in the mid lad (target lesion/target vessel) and percutaneous coronary intervention was performed on (B)(6) 2013. The patient's condition resolved on (B)(6) 2013 and the patient was discharged to home on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It should be noted that the IFU states: pre-dilate the lesion with a ptca catheter.